Event description:
It was reported that a continu-flo solution set was difficult to connect and felt pressure when trying to connect. The nurse was unable to connect the set for use ¿from the port closest to the insertion site.¿ this occurred during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.